Event description:
Patient had a cypher stent implanted in a saphaneous vein graft in 2005. Approximately two days later, the patient called his doctor to report that felt like he was "itchy inside." He felt itching under his skin. There was no treatement and no change in medications. This condition continued for 90 days, after which the patient states that the itching resolved. The patient remains on plavix. Approximately four months post implant, the patient returned to the cath lab where angiography revealed a focal restenosis of the cypher stent in the svg. This was treated with re-ptca with cutting balloon with satisfactory results.

Manufacturer narrative:
This 71 year-old male pt with a history of 3 vessel disease, previous pci, and previous CABG had cypher stent implantation. These are pre-morbid conditions which increase the risk for a mace. The lesion was located in an svg to the lad was 99% stenosed. The cypher stent is indicated for discrete de novo lesions and the safety and effectiveness of the cypher stent had not been established in pts with lesions located in saphenous vein grafts. Two old grafts to the diagonal and lad both known to be occluded were also identified. The lesion in the svg to the lad was not pre-dilated. The safety and effectivenness of direct stenting has not been established. A cypher stent 3.0mm x 23 mm was deployed to 11 atm with sub-optimal results. All efforts should be taken to assure that the stent is not under-dilated. Approx nine months later, repeat angiography demonstrated a 90-95% focal restenosis in the end of the cypher stent. This was treated with re-ptca. Of note, this pt experienced generalized itching without rash approx 6-7 months after having the cypher stent implanted, which continues to date. Conclusion: there are pt, lesion, and procedural factors that may have contributed to the event. The product was not available ofr anlaysis. A review of the mfg route sheets confirmed that this product met quality requirements for product acceptance.